Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -11.5/2.0/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. Lens rotation not associated to a low vault was observed. The lens was repositioned on (B)(6) 2023. But did not resolve the problem. On (B)(6) 2023 the lens was exchanged for a longer length lens, this resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H6 - medical device problem code 1494: off-label use (under 21 yrs of age at date of implantation). Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned in a microcentrifuge vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).